Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), genital haemorrhage ("abnormal bleedding"), dysmenorrhoea ("painful periods"), back pain ("chronic back pain"), rash ("rash"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("severe abdominal cramping") and fallopian tube perforation ("the right coil was slightly perforating the tubes") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nabothian cyst, adenomyosis, bulky uterus, vaginal bleeding, abnormal uterine bleeding, paratubal cyst (largest involves right fallopian tube, 4 mm) and leiomyoma. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleedding"), dysmenorrhoea ("painful periods"), back pain ("chronic back pain"), rash ("rash"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (robotic tlh w/bs with left ovarian cystectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, and bi lateral fallopian tubes with coils present; robotic total laparoscopic hysterectomy with bilateral salpingectomies: -cervix: nabothian cysts, benign micro glandular adenosis. -endometrium: weakly proliferative with tubal metaplasia and stromal breakdown change. -myometrium: adenomyosis; incidental leiomyoma (0.2 cm). -uterine serosa: no significant histologic abnormality. -bilateral fallopian tubes: paratubal cysts (largest involves right fallopian tube, 4 mm). -medical devices consistent with coils associated with both fallopian tubes -no dysplasia, atypical hyperplasia/ein, or evidence of malignancy. Comment) adenomyosis is also present at the left cornu region. B) left ovarian cyst wall, left ovarian cystectomy: -hemorrhagic follicular cyst with luteinized cell change. -surrounding ovary with fibrous adhesions and focal endosalpingosis. -no evidence of malignancy. A 1.3 cm surgical defect is noted at the right cornu exposing an indwelling metallic coiled device within the fallopian tube lumen. The distal aspect of the device is grossly identifiable immediately underlying the serosa. The left fallopian tube addition ally contains a metallic coiled medical device within the lumen, which is grossly identifiable at the proximal aspect, underlying the serosa. A hemorrhagic cyst, 1.5 cm in greatest dimension, is noted at the left cornu/interstitial lumen. The pink-tan trabeculated myometrium is remarkable for scattered hemorrhagic cystic cavities, up to 0.4 cm in greatest dimension . The myometrium has a thickness of up to 2.1 cm. No masses or polyps are identified. The left fimbriated fallopian tube (8.9 x 0.7 cm) has multiple scattered paratubal cysts up to 0.3 cm in greatest dimension. Sectioning reveals a pinpoint to stellate grossly unremarkable lumen. The right fimbriated fallopian tube (10.5 x 0.8 cm) has multiple scattered paratubal cysts up to 0.4 cm in greatest dimension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2022: medical record received. Event fallopian tube perforation added. Reporters added. Patient initials updated. Patient middle initial added. Pathology test added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("painful periods"), back pain ("chronic back pain"), rash ("rash"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, rash, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.